Event description:
It was reported that this left ventricular (lv) lead experienced stimulation in the pocket and the lead was turned off. Also, this lead was found to be pulled all the way back into the pocket by the generator. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis noted stress cracking on the insulation, rip in the insulation at approximately 5 millimeters (mm) from the tip near drug collar which is likely due to explant damage. Also, a blockage was encountered at approximately 600 mm from the terminal end which was likely from blood or body fluid in the lumen. The muscle stimulation cannot be confirmed by product analysis. Further, known inherent risk was selected based on the field report of muscle or pocket stimulation which is a known medical risk for implanted pulse generator systems.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead experienced stimulation in the pocket and the lead was turned off. Also, this lead was found to be pulled all the way back into the pocket by the generator. This lead was explanted and replaced. No additional adverse patient effects were reported.